Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 36-year-old female patient who had essure (batch no. 721039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression and headache. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced rash ("allergy: rash/skin condition"), pruritus ("itching"), erythema ("redness") and rash papular ("bumps"), 29 days after insertion of essure. On (B)(6) 2011, the patient experienced fatigue ("fatigue"), depression ("depression") and anxiety ("psychological or psychiatric problems condition: anxiety/neurological conditions or problems type: anxiety"). On (B)(6) 2011, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced the first episode of vaginal infection ("vaginal infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine/ migraines / headaches"), the second episode of vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), arthralgia ("hip pain") and uterine pain ("uterine pain"). The patient was treated with surgery ((B)(6) 2018 (salpingectomy (bilateral))). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, alopecia and migraine had resolved, the rash, erythema, rash papular and uterine pain was resolving and the last episode of vaginal infection, depression, anxiety, vaginal discharge, weight increased, pruritus and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, migraine, pelvic pain, pruritus, rash, rash papular, uterine pain, vaginal discharge, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, back, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), allergy: rash/skin condition. There were approximately 2 to 3 coils visualized. The same procedure was done on the left with, again, 2 to 3 coils visualized in the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Imaging procedure - on (B)(6) 2010: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: plaintiff fact sheet report received. Reporter, patient demographics, medical history were added. Essure lot number added. Added events infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: anxiety/ neurological conditions or problems type: anxiety, depression, vaginal discharge, weight gain, itching, bumps, redness, hip pain, uterine pain. Updated event allergy: rash/skin condition/rash (previously reported as allergy: rash/skin condition). Outcome of event rash, alopecia, rash popular, erythema, uterine pain updated as recovering. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 36-year-old female patient who had essure (batch no. 721039) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression and headache. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dermatitis allergic ("allergy: rash/skin condition"), pruritus ("itching"), erythema ("redness") and rash papular ("bumps"), 29 days after insertion of essure. On (B)(6) 2011, the patient experienced fatigue ("fatigue"), depression ("depression") and anxiety ("psychological or psychiatric problems condition: anxiety/neurological conditions or problems type: anxiety"). On (B)(6) 2011, the patient experienced alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced the first episode of vaginal infection ("vaginal infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine/ migraines / headaches"), the second episode of vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), arthralgia ("hip pain") and uterine pain ("uterine pain"). The patient was treated with surgery ((B)(6) 2018 (salpingectomy (bilateral))). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, alopecia and migraine had resolved, the dermatitis allergic, erythema, rash papular and uterine pain was resolving and the last episode of vaginal infection, depression, anxiety, vaginal discharge, weight increased, pruritus and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, erythema, fatigue, migraine, pelvic pain, pruritus, rash papular, uterine pain, vaginal discharge, weight increased, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, back, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), allergy: rash/skin condition. There were approximately 2 to 3 coils visualized. The same procedure was done on the left with, again, 2 to 3 coils visualized in the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Imaging procedure - on (B)(6) 2010: unspecified bilateral occlusion. Lot number: 721039 manufacturing date: 2010-03 expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("allergy: rash/skin condition"), skin disorder ("allergy: rash/skin condition"), vaginal infection ("vaginal infections"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraine"). The patient was treated with surgery ((B)(6) 2018 (salpingectomy (bilateral))). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, alopecia and migraine had resolved and the rash, skin disorder and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, migraine, pelvic pain, rash, skin disorder and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, back, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), allergy: rash/skin condition . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury was replaced with specified events. Events "pelvic/abdominal, back, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), allergy: rash/skin condition, vaginal infections, fatigue, hair loss, migraine" were added. Reporter information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.